Event description:
Pt was treated in 2003. Thermage was notified of adverse event in 2005 by the pt and again about one week later by medwatch report. According to the pt: their face looks thinner and flatter than it was before the thermage procedure. They have increased sagging in jaw line area.